Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was getting high impedances during a placement. Prior to calling they removed the ins from the pocket, cleaned the lead, and reconnected the lead but still got high impedances. The caller indicated that the ins pocket was irrigated with sterile water during the procedure. During the call the lead was connected to the ins and the ins was outside the body the 1st test run with the ins out of the pocket the caller provided the following impedances: 3 c >4000ohms 2 597ohms 1 799ohms 0 906ohms 2 c >4000ohms 3 598ohms 1 753ohms 0 901ohms 1 c >4000ohms 3 803ohms 2 753ohms 0 956ohms the surgeon put the ins in the pocket and the caller retested the impedances. The caller indicated that they got all green indicator on the impedance test results. The troubleshooting steps that were taken on the call resolved the issue.